Event description:
Customer reported "synopsis of incident: pt had heparin gtt infusing. Ptt at 12:00>247, pump was turned off for 1 hour, after 1 hour nurse returned to restart the drip and the bag was empty. Approx 200cc ran through although the pump was turned off. Pt was monitored for signs of bleeding and the physician was informed. Pump was removed from service." Increased monitoring was necessary. There was no report of pt harm and no medical intervention was required. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). Although requested, logs and device have not been received. A follow up report will be submitted with failure investigation results should the logs and device be received for evaluation. Customer stated that the set will be returned, ups label provided for product return.